Event description:
It was reported that exit block had occurred on the right ventricular (rv) lead and the right atrial (ra) lead was noted to exhibit high thresholds. Both leads were suspected to be dislodged. Both leads were repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.